Event description:
The reporter indicated that the lead became fixed/attached to the tricuspid valve during the attempted implant. (Pt has an existing epicardial pacing system). Pt was taken to the or for open heart surgery to have the atrium opened to remove the lead. The lead was replaced.